Event description:
Pump using non pvc tubing delivered taxol over 6 1/2 hrs instead of 24 hrs as programmed and verified by five IV rn clinicians. Another pump using the same tubing sets continued to deliver an inaccurate rate until reprogrammed to milligrams per hour.